Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 550mg/dl, 220mg/dl, 180mg/dl. Tests were done within < 10 minutes with a difference of 69%. Patient did not experience any adverse events. No further information has been reported.